Manufacturer narrative:
One used device was received for evaluation. The reported complaint of separation was confirmed on the returned set. During visual inspection, the 28" pressure tubing was received separated from the female luer. Insufficient adhesive coverage was observed on the tubing pocket. The separation of the bond was due to insufficient adhesive coverage on the pressure tubing. The probable cause of insufficient adhesive coverage on the pressure tubing had occurred due to an error during assembly. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a monitoring kit w/tp4, 30 ml squeeze flush and needleless valve in which the customer reported that the nurse was hanging new fluids for the patient's arterial line, and when the nurse hooked up the new fluids to the patient, the nurse noticed blood backing up in the line. Upon further inspection it was noticed that the tubing was broken at the tubing/luer connection. Once the nurse noticed blood backing up, the stop cock closest to the infant was immediately turned off to baby and the practitioner was called. The new line was hung and working properly at this time. The customer reported that the product was not reprocessed nor re-sterilized prior to use and that is is not contaminated or contain biohazard or chemotherapeutic agent. There was patient involvement, however, no harm was reported as a consequence of this event.